Event description:
Additional information received reports the haptic on the iol broke. A backup lens was implanted. The patient was discharged the following day from the hospital.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported model is only qualified for use in the company (a) and (b) cartridges. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the haptic on the iol broke. A backup lens was implanted. The patient was discharged the following day from the hospital.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) broke. Additional information was requested.